Manufacturer narrative:
Unit passed operating currents within specifications and passed self-test and displacement test. However, unit alarmed motor error during basic occlusion test. Unable to determine the root cause of motor error alarms due to insulin pump preservation. Unable to perform occlusion test, prime/compromised force sensor system, excessive no delivery test or dat test due to motor error alarms. Unit was received with cracked case at display window corners, display window, reservoir tube lip and belt clip slot. Unit was received with minor scratched display window and case. Unit was received with stained end cap sticker and back address serial number label. Unit was received with stained lcd resilient cover. Unit was received with stripped battery cap coin slot (p). There was no data listed for the dated of (B)(6) 2018 due to insulin pump was received without battery installed.

Event description:
It was reported that the customer passed away in hospital on (B)(6) 2018. The cause of death was unknown. The caller stated that the customer had hypertension, coronary artery disease and wore a pacemaker that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing, as the customer was hospitalized. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.